Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing record was reviewed with no irregularities. Based on the past similar cases, it is known that the ptfe pad is peeled when a user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut).. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during a total laparoscopic hysterectomy. The ptfe pad became loose. It was reported that the procedure was completed. There was no patient harm reported. No further information was reported.